Manufacturer narrative:
The prolieve thermodilatation kit was not returned for eval. A device analysis cannot be performed, therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corp that a pt underwent treatment with a prolieve thermodilatation kit in 2008 as part of a study for the treatment of benign prostatic hyperplasia (bph). This pt was receiving medical management with uroxatrol and dutasteride for ongoing bph symptoms after being successfully re-treated with prolieve in 2009. It is unk for how long the drugs were prescribed. Reportedly, at the 1 year f/u, the pt's symptoms of pushing or straining to urinate and urinary urgency (both events moderate in intensity) are ongoing but are not being treated with medication. Requests to determine if the two symptoms are ongoing since 2009 or abated after six months and re-appeared three months later, have been unsuccessful.